Event description:
It was reported that the surgeon inserted a micl 13.2 implantable collamer lens in 2007 and the lens was inserted upside down. The lens was removed and replaced three days later, without further patient incident. The reporter stated the incident was due to a loading error.